Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue and noticed a slow leak from underneath the pump. The o-ring gasket between the hydraulic pump and reservoir exhibited degradation. The gasket was replaced and the table was tested to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2019, the customer reported that the o-ring at the hydraulic pump of the t2x operating room table is leaking. There was no patient involvement.